Manufacturer narrative:
Evaluation: results: all wires were broken at a bent area approx 16 cm from the stimulated end. Continuity testing revealed all wires were open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt is not getting the coverage that she wants. Only one program now gets her any relief and it is not that effective. She had been reprogrammed to no avail. Three contacts were found to be invalid. An x-ray of the scs system showed the connections were intact. F/u indicated the lead was replaced on (B)(6) 2011 due to a fracture. No further info is available at this time.